Event description:
It was reported during an ablation procedure, a "pop" was heard and carbonization was noted at the distal tip of the catheter. When the pop was heard, the rf generator temperature was set at 55 degrees c. When the device was removed from the pt, carbonization was noted on the tip. Another device was obtained to complete the procedure with no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
One 7f livewire tc catheter was received for eval. Visual inspection revealed a slight bend between electrodes two and three. The catheter produced the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. The temperature response of the thermocouple and thermistor were within specifications. Electrical and functional testing revealed no anomalies. Microscopic examination of the distal tip end revealed no evidence of carbonization on the tip electrode. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device met specification.